Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
Additional information was received which reported that there had also been "something wrong" with the coating of the leads. Additionally the implantable neurostimulator (ins) pocket had been too small. A flip was noted, but was reportedly not confirmed. Additional patient symptoms which were indicated to have occurred were drainage, incisional wound opening and paralysis. It was also indicated that the patient experienced less than 50% therapy relief. The issues reportedly resolved.

Event description:
Additional information received reported the cause of the acidification was unknown and fibrosis had caused the implant difficulty. No other malfunctions were noted and the patient was okay.

Event description:
Additional information received reported the patient was not paralyzed and there was no neurological deficit or unrecoverable spinal or brain injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had problems with their implantable neurostimulator (ins). In 2012, the patient had their ins replaced and they had a new time of ins implanted. The patient was told the new ins would last longer. The new ins was squarer and had different dimensions than the previous ins, but it was placed in the existing pocket to the right of the patient¿s abdomen. Since implant the ins had caused irritation and bending and lifting triggered more cramps in their abdominal muscles. The patient felt the ins was more in the way than before when they moved around. There was also fluid retention around the ins and the ins did not fit well in the existing pocket since implant. The patient felt pain at the ins site due to the area being irritated and swollen. In 2014, the patient was picking something up and the ins tore out of the pocket. The ins had dropped downwards and tilted to the side in such a way that the corner of the ins risked tearing through the skin. The patient felt like the ¿skin was grazed¿ in their back along the path of the ¿guide wire.¿ the patient had pain in their back where the ¿guide wire¿ was pulled through because the ins had dropped down ¿quite a distance¿ compared to the original location. A revision to relocate the ins was done at the end of (B)(6) 2014, but it did not go well. The tissue surrounding the pocket was really irritated with a lot of fluid and bleeding and as a result the local anesthetic was not very effective during the operation. The pocket could not be repaired so the ins was raised up and attached to the fascia with sutures. At a follow up appointment, the patient was advised to wear an elastic belt around their abdomen for at least two months. At that time, the ins had not depleted and was estimated to last until the end of 2014 or the beginning of 2015 which was when the ins would be relocated. The patient had been wearing the abdominal belt, but a corner of the ins risked ripping through the skin again as the ins had dropped and tilted. The sutures on the fascia had not held the ins and the pocket looked like a pressure sore with a 7 cm blister over the site. The patient did feel pressure coming from within the pocket. The ins was located under the blister and there was no proper skin covering it. The ins was replaced and the pocket was relocated on (B)(6) 2014. The pocket was moved from the patient¿s abdominal wall to their right gluteal region. The original location in the patient¿s abdomen could not be used and the inc could not be removed via the old scar. The eroded layer of skin was completely removed, a graft was taken, and a pocket of connective tissue had to be removed. During the revision, the ¿electrodes at the back fell out due to acidification¿ and they had to be removed. A ¿puncture¿ had to be performed a number of times to place the new electrodes due to scarring. Each time the healthcare professional (hcp) tried a little higher and the leads were eventually placed at the level of t12. Following the revision the patient was really sick due to the operation taking longer. The patient could no longer do any exercises with their abdominal muscles and they were restricted in movement when bending, turning their trunk, and stretching. The patient could also no longer go swimming because the skin at the ins site had become too thin. This had affected the patient¿s already poor condition and had caused a lot of stress. The ins was working for the patient as the pain caused by their complex regional pain syndrome continued to subside. The patient had been in contact with their hcp about these issues.